Event description:
A man underwent a right internal fixation. The patient developed an onset of pain over the medial aspect of his knee as well as swelling and ecchymosis. An x-ray revealed that the locking pin had fractured at the insertion clip and had backed out. The patient was brought into the or for an arthrotomy with removal of foreign body locking pin.